Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the rep did not think the recharge process was being affected by emi. The rep wrote that it was taking the patient 1.5 hours to charge and that they were away from any electronics. The issue had not been resolved. The battery draining rapidly had also not resolved; however, the patient had not been able to charge it up to 100% because it was taking so long and the patient was frustrated. When asked how quickly the battery was draining/how often they needed to recharge, the rep responded with one week. The rep met with the patient to troubleshoot the recharging process. It was still taking the patient 1.5 hours to charge about 40-50% and their ins was prematurely depleting. The patient was able to charge with an excellent coupling using their own wireless recharger. The rep had also tested with another wireless recharger and were able to get excellent coupling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had been having difficulties recharging. About 2 weeks after implant they attempted to charge their implant but had difficulties since. They couldn't charge their device with the belt or over clothing. They stated that they were getting a 'not found' recharger message even though they had the recharger on and near the handset. They had to charge every week otherwise their battery would die. They stated that the battery was draining a lot quicker than they thought it would.  On the call, the patient powered on the recharger and placed it near the handset and did not get a 'not found recharger message, but they did encounter a 1707 error code. Patient services had the caller restart the recharger, which resolved the 1707 code. The caller was now charging the implant with an excellent quality at 10%. The caller then moved the recharger to the belt and was charging the implant with good quality. They were going to continue to charge the implant and if the issue persisted they would troubleshooting with the doctor at the follow up appointment on (B)(6) 2020. There were no patient complications reported as a result of this event. Additional information was received from a consumer via a manufacturer representative. It was reported that the patient's ins had been draining quicker since implant. The patient had charged their device up to 70% last night and today it had decreased to 10%. The caller reported that the patient was on 2.7 ma and changed to 1.4ma today. The patient had also encountered a 1707 message the yesterday as well. No troubleshooting was done at the time of the report, as the caller was not with the patient.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the cause of the battery draining rapidly was not determined, put it could potentially be from stimulation being set up at 2.7 ma. Device removal or replacement was not scheduled. The patient was going to stop charging near emi. The patient's difficulties recharging had not yet been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID wr9220, lot#/serial# unknown, product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient was given new wireless recharger.